Event description:
It was reported that this patient presented to the emergency room due to dizziness and sweating. An electrogram reviewed showed a ventricular tachycardia (vt) effectively interrupted with intravenous cordarone. The device was interrogated and no episodes were registered due to how the cutoff zone was programmed for this patient. The patient will remain hospitalized for observation. An inquiry regarding the case was sent to technical services (ts). Ts noted that smartpass was deactivated due to low r wave amplitudes and the patients rate around 40 beats per minute. Ts also noted some noise compatible with mechanical movements or myopotential artifact with sporadic oversensing. Ts discussed possible programming options. Additional information noted that the patient had a ventricular tachycardia episode with a non effective shock. The patient self terminated. It was noted that the device position may be slightly anterior, thus a re-positing was planned in the next weeks, and possibly evaluate a ventricular tachycardia ablation procedure. At this time the device remains implanted. No adverse patent effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to dizziness and sweating. An electrogram reviewed showed a ventricular tachycardia (vt) effectively interrupted with intravenous cordarone. The device was interrogated and no episodes were registered due to how the cutoff zone was programmed for this patient. The patient will remain hospitalized for observation. An inquiry regarding the case was sent to technical services (ts). Ts noted that smartpass was deactivated due to low r wave amplitudes and the patients rate around 40 beats per minute. Ts also noted some noise compatible with mechanical movements or myopotential artifact with sporadic oversensing. Ts discussed possible programming options. At this time the device remains implanted. No adverse patent effects were reported.